Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 240 mg/dl. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.